Event description:
Additional information was received from the treating physician indicating the patient was followed up in another hospital and could not obtain obtain death certificate. The patient's death was due to cancer of lymphoma and was believed to be unrelated to vns. No further information was available.

Event description:
It was reported through a scientific article that a vns patient died during the follow-up period from a disease unrelated to epilepsy. At the moment the cause of death and the relationship to vns therapy is unknown. Good faith attempts to obtain further information regarding the event have been unsuccessful to date